Manufacturer narrative:
Evaluation summary: a company representative examined the system and the reported event was replicated. The event was attributed to a non-conforming footswitch cable, which was replaced to resolve the reported non-conformity. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. A footswitch cable was received and a visual assessment of the returned footswitch cable revealed kinks on the cable. The returned footswitch cable was inserted onto a footswitch and a calibrated system. The system was turned on and allow to boot. The system was successfully booted. The switches on the footswitch were activated and the system responded the footswitch normally. The switches on the footswitch were activated again while wiggling the returned footswitch cable. The system responded to the footswitch intermittently. The returned footswitch cable was trouble-shot. Trouble-shooting found pin 13 on the returned footswitch cable connectors (end to end) were intermittently disconnected when the cable was wiggled. The product met specifications at the time of release. The root cause of the reported event was attributed to the footswitch cable, which had non-conforming connections at pin 13 on the connectors. (B)(4).

Event description:
A healthcare professional reported that the footswitch worked intermittently during surgery depending on the cable position. There was no patient harm. No additional information is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. No additional information is expected. (B)(4).